Event description:
Patient's legal counsel reported patient underwent right total hip arthroplasty on (B)(6) 2009 and a revision procedure on (B)(6) 2010. Additional information received in patient medical records revealed revision was due to pain and a loose acetabular component. The patient¿s operative report noted no bone ingrowth on the acetabular component. The head was removed and replaced with biomet component. The cup was removed and replaced with a competitor component. Additional information in patient medical records revealed patient¿s blood was tested on (B)(6) 2010. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, ¿loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity.¿ number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain.¿ this report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.